Event description:
It was reported that a leak was observed from a 500ml eva bag. It was not specified when in the process this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. Visual inspection and leak test were performed with no issues noted. The reported issue was not confirmed. Upon completion of baxter's investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported issue can not be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.